Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated bg (387-432); cause was not known. Ketone level was trace. Customer changed pump supplies to address bg and went to the emergency room (ER). Customer took a urine test; no additional test or treatment was administered. Customer's bg lowered (144 mmol/l). Customer was not admitted to the hospital and left the ER feeling good. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to discuss event with their healthcare provider.